Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not reported. Omnipod software app version: not reported. Operating system: not reported. Hardware: not reported. Cgm sensor type: not reported. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 33 mmol/l (594 mg/dl) and ketones were reported to be 1.5. Patient reported that they had to stop the pod and give a correction of 2 units by injection. Additionally, the controller was saying was providing alert that the sensor failed to connect therefore the doctor changed the sensor from dexcom g6 to dexcom g7. It was also noted that the controller screen was damaged due to being dropped. Symptoms reported include feeling unwell, thirst, and frequent urination. The patient was treated with 2 units of fiasp by syringe. The pod was removed at the hospital.